Manufacturer narrative:
Concomitant product(s) : additional information: the patient received thrombectomy on (B)(6) 2015.

Event description:
On (B)(6) 2015, it was reported that the thrombus in all devices had completely resolved and the patient was doing well.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and gore excluder iliac branch endoprostheses (ibe) to treat a right common iliac artery aneurysm. Intra-operative imaging showed a complete blockage due to thrombosis affecting the contralateral leg component (plc271000/13933740 ) as well as both gore excluder iliac branch endoprostheses on the right patient's side. The manipulation of both cook and flexor sheaths within the common iliac arteries as well as the under provision of heparin in relation to the overall length of the procedure were believed to be the reason for the blockage. It was attempted to resolve the blockage by administering anticoagulation medication and suction thrombectomy, resulting in a weak flow in the right external iliac artery. Reportedly, the patient had no history of thrombotic events previously to the implant. The patient tolerated the procedure. On (B)(6) 2015, it was reported that due to a radiation overdose received during the procedure, the patency of the right internal iliac artery could not be verified. The patient is currently being monitored.